Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, fracture of the modular hip prosthesis neck. The old medical record has been digitized. No documentation of the implants used is available.